Manufacturer narrative:
(B)(4).the sample was not returned to baxter for evaluation. Therefore, the reported condition of "reservoir ruptured" could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that the reservoir of a ce infusor lv5 device had ruptured during filling. The device was being filled with an unknown cytotoxic drug. There is no report of patient injury or medical intervention. No additional information is available.